Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states that the pump shut off and quit working. The customer states they had troubleshoot for the issues and the pump was operational again, but 5-10 minutes later, the no power message appeared. The customer's blood glucose level at the time of incident was over 400mg/dl. The customer states they also received motor error alarm on their device. Troubleshoot was conducted. The device was found to have passed the displacement test and manual prime test, with no motor alarms occurring. The customer was advised the pump would be replaced and returned for analysis.